Manufacturer narrative:
(B)(4).the covidien technical support engineer (tse) spoke with the customer over the phone. The tse informed the customer that this product has reached it&#39;s end of life. The tse recommended the customer replace the device. The customer stated the device will not be returned.

Event description:
It was reported that a during patient use, a pulse oximeter was displaying low readings. There was no harm to the patient. There is no report of serious injury or death associated with this event.